Event description:
Customer reported that they were unable to rewind the insulin pump and the act button was not working. Customer stated that they were stuck in the preparing to prime loop. Customer's blood glucose reading at the time of the call was 574 mg/dl and has treated with a manual injection. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed for a motor error during the basic occlusion due to a faulty force sensor resistor. The motor passed the motor test. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a broken belt clip slot.